Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with chest pain. Pericardial effusion was confirmed and drainage was performed. The ra and rv leads remains in use. No further patient complications have been reported as a result of this event.